Event description:
The ra lead was found to be dislodged 1 day post implant and could not be repositioned due to severe occlusion. The physician chose to remove the entire system and reimplant a new system on the right side two days later.